Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years. (B)(4). Upon disassembly of the returned pump, examination of the proximal-side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicates that the deposition did not develop in these areas. Although its origin and a duration of time for which it was present in the outlet stator cannot be conclusively determined, the circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, suggest that the deposition was present in the outlet stator while the pump was operating and the rotor was spinning. Examination of the remaining pump blood-contacting surfaces revealed no depositions. The deposition found in the pump would have contributed to the reported elevation in lactate dehydrogenase. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities were found that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists hemolysis and thrombosis as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was recently admitted with concerns for pump thrombus due to increasing lactate dehydrogenase levels which peaked at 1476 u/l, elevated pump power and high estimated pump flow readings. The patient's pump was exchanged on (B)(6) 2016, and was noted to be ¿overall uneventful¿. Previously unreported information regarding the patient's past medical history post-implant was also received at this time. The patient suffered a stroke on (B)(6) 2014 and continues with residual left sided hemiplegia. Additionally, the patient has experienced multiple gi bleeding events with the last one occurring in (B)(6) 2015. The patient is on thalidomide and has a history of esophageal spasms and dysmotility treated with nitrates. The patient also has a history of enterococcal bacteremia and is on chronic penicillin suppression therapy. The time of onset of the bacteremia was not provided, nor was a potential source. Additional information was requested but was not provided.